Manufacturer narrative:
Reboot performed; host pc prepared for future recurrence. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system failed to power on, and host pc hard drives were reseated on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.